Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. This device remains in service. No adverse patient effects were reported.